Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device's sensing value was low on the right ventricular channel and the device was post-paced t-wave oversensing. There has been no action taken at this time and the patient was stable with no consequences.